Manufacturer narrative:
(B)(4). Date sent: 2/22/2024. D4: batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, after firing the various magazines - each time a small plastic strip is taken from the situ - sometimes even more than one magazine from kit. No patient harm nor significant delay reported.

Manufacturer narrative:
(B)(4). Date sent: 4/2/2024. D4: batch # 574c64. Investigation summary: photos along with device returned. The product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst60g reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Refer to the echelon endoscopic linear cutter insert for instructions for using the instrument after it is loaded. The event described could not be confirmed as the reload was received fully fired. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additionally, photos were provided and they showed: the first photo one gold reload and one plastic piece handled by a surgical instrument. The second and third photos shows one cavity body with a plastic piece handled by a surgical instrument. However the reload received don't show any plastic piece. A manufacturing record evaluation was performed for the finished device batch number 574c64, and no non-conformances were identified.